Event description:
During the atrial fibrillation procedure, the catheter tip was noted to be broken. The catheter was removed from the box in a standardized manner and no issues were observed. The catheter was inserted via the femoral vein through the 11f sheath. Multiple attempts were made to position the catheter into the left atrium through the atrial septum, however this was unsuccessful. The catheter was removed from the patient and the catheter tip was noted to be broken. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured causing minor resistance when viewflex catheter was advanced through a dilator/sheath assembly from current inventory. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.